Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of the two devices used during the same procedure. It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during a procedure performed on (B)(6) 2018. According to the complainant, it was noticed that the cautery pin connection was loose and would came off easily. A second device was used and the same issue occurred. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device problem code 2907 captures the reportable event of cautery pin detachment. Visual evaluation of the returned device found that the device does not have any visual failure, the pin gage is in good condition. Dimensional evaluation was performed and the device passed the go/no go cord gage test. Based on the information available and the analysis performed, the most probable root cause is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during a procedure performed on (B)(6) 2018. According to the complainant, it was noticed that the cautery pin connection was loose and would came off easily. A second device was used and the same issue occurred. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.